Event description:
It was reported that the pump exhibited a high-pressure alarm and exhibited error code 1720. There was unknown patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was error code 1720. The device was visually inspected and there was a damaged downstream occlusion sensor. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the backup capacitor. As a result, the backup capacitor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.